Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic board stack. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Moisture damage on motor assembly and force sensor assembly. Unable to verify low battery alert, power loss anomalies and power loss alarms due to blank display. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. Corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that all the battery that the customer was using just showed low battery. The customer stated that the battery did not last more than 1 week. The customer was calling back after previously completing low battery troubleshooting within 1 week. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. No harm requiring medical intervention was reported. The device will be returned for analysis.